Event description:
It was reported balloon rupture occurred. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during first inflation at nominal pressure for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.